Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k101880.

Event description:
Doctor reported fracture of mount at the internal hex while placing the implant at tooth site 46. Doctor indicated the main difficulty was to recover the fracture portion of the mount but he removed it and he was able to place the implant correctly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvtwb10, (imp, tsv,4.7,10,mtx,mg) for evaluation (images are attached). Visual evaluation was performed, the implant was not returned, however, the bundled mount was and had signs of use. The mount was fractured at hex. The hex piece was returned. Device history record (DHR) review was completed for the subject lot number 1285669. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285669 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during placement. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.